Manufacturer narrative:
There are multiple patients all information is provided in the article. 510k: this report is for an unknown constructs/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is between 2009 and 2015. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: cheng lo y., ping su y., pu hsieh c., hsiung huang c.,(2019) augmentation plate fixation for treating subtrochanteric fracture nonunion, indian journal orthopaedics volume 53(2), pages 246¿250 (taiwan) doi: 10.4103/ortho.ijortho_476_17. This retrospective study aims to presents clinical results for a series of cases of subtrochanteric fracture nonunion treated with an intramedullary device with augmentation plate fixation and autogenous bone grafting. Between 2009 and 2015, a total of 21 cases (14 males and 6 females) with average age at presentation of 47.9 years (range 19¿79 years) who had subtrochanteric fracture nonunion treated with intramedullary nailing and side plating were included in the study. Initial fixators used included a dynamic hip screw (synthes, paoli, pa, USA), a proximal femoral nail (pfn) (synthes), and antegrade interlocking nail (synthes), which were used in two, seven, four, and eight patients, respectively. Revision surgery involved the use of a 4.5-mm dynamic compression plate (dcp) (synthes). Failed implants were removed during revision surgery and revised with an a competitors intramedullary device and a pfn (synthes) for two and five patients, respectively. The average time that had elapsed from initial surgery to the relevant revision surgery was 13.3 months (range 9¿31 months). The average followup time was 18.2 months (range 6¿ 32 months). The following complications were reported as follows: a case of (B)(6) year old male had atrophic nonunion after initial surgery and underwent revision with a -4.5-mm dynamic compression plate (dcp). After revision surgery the patient experienced superficial infection. A case of a (B)(6) year old male who was treated with iln during initial surgery had oligotrophic nonunion postoperatively. A case of (B)(6) year old female had atrophic nonunion after initial surgery and underwent revision with a -4.5-mm dynamic compression plate (dcp). After revision surgery the patient experienced superficial infection. A case of (B)(6) year old female who was treated with pfn during initial surgery had atrophic nonunion postoperatively. A case of a (B)(6) year old male who was treated with pfn during initial surgery had atrophic nonunion postoperatively. A case of a (B)(6) year old male who was treated with dhs during initial surgery had atrophic nonunion and implant failure postoperatively. A case of a (B)(6) year old male had atrophic nonunion after initial surgery and underwent revision with dcp. After revision surgery the patient experienced superficial infection. A case of a (B)(6) year old female who was treated with dhs during initial surgery had atrophic nonunion and underwent revision with dcp and a nail. After revision surgery the patient experienced trochanteric bursitis. A case of a (B)(6) year old female who was treated with pfn during initial surgery had oligotrophic nonunion and nail breakage postoperatively. Revision with cm nail (zimmer) and side plate, immediate postoperatively . Healed uneventfully 6 months later. A case of a (B)(6) year old female who was treated with iln during initial surgery had atrophic nonunion and implant failure postoperatively. A case of a (B)(6) year old male who was treated with iln during initial surgery had atrophic nonunion and implant failure postoperatively. A case of a (B)(6) year old male who was treated with iln during initial surgery had oligotrophic nonunion postoperatively. A case of a (B)(6) year old male who was treated with pfn during initial surgery had atrophic nonunion and implant failure postoperatively. A case of a (B)(6) year old male who was treated with iln during initial surgery had atrophic nonunion postoperatively. A case of a (B)(6) year old male who was treated with iln during initial surgery had oligotrophic nonunion postoperatively. A case of a (B)(6) year old male who was treated with iln during initial surgery had oligotrophic nonunion postoperatively. A case of a (B)(6) year old female wo was treated with iln during initial surgery had oligotrophic nonunion postoperatively. This report is for an unknown synthes dynamic hip screw , unknown synthes proximal femoral nail (pfn), unknown synthes antegrade interlocking nail, and unknown synthes dynamic compression plate (dcp). This report is for one unknown constructs. This is report 5 of 8 for (B)(4). This report is linked to (B)(4).